Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while hospitalized for non device related reasons, the patient complained of pre-syncopal symptoms. The pulse generator could not be interrogated. A surface reading showed intrinsic activity around 40 bpm with no pacing. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit.